Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral using the pre-close technique via an 8f sheath hole prior to an interventional percutaneous endovascular aneurysm repair (pevar) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the pevar procedure was completed. Reportedly, post-procedure, tension was applied to the prostyle sutures, but one of the knots could not be advanced to the vessel. The suture was cut, and a new prostyle was used. Hemostasis was achieved with the remaining pre-placed suture and the new prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.